Manufacturer narrative:
At inspection, there appeared to be damage on the distal tip of the endoscope which was attributed to user handling errors.

Event description:
It was reported that there were sharp edges on the distal tip of the endoscope which resulted in noticeable abrasion and bleeding at one site.